Manufacturer narrative:
All available information was investigated, and the reported difficult to remove the lock line was confirmed during the returned device analysis. Additionally knot on lock line was observed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported difficult to remove the lock line was due to the observed knotted lock line; however, a definitive cause for the knot in the lock line could not be determined in this incident. There is no indication of a product quality issue with respect to manufacture, design, or labeling. D10: device available for evaluation. H6: device code 4117 removed.

Manufacturer narrative:
The device was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. All available information was investigated and, a definitive cause for reported difficulty removing the lock line could not be determined in this incident. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The other mitraclip device mentioned will be filed under a separate medwatch report.

Event description:
This is being filed to report the difficulty removing the lock line. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was positioned on the mitral valve however the grippers were unable to be visualized. The grippers were able to be lowered and closed and the clip deployed. The clip detached from both leaflets and migrated to the ventricle and became attached to a chord. No treatment was performed and the clip remains in the chords. A second cds was advanced and placed on the mitral valve. Before deployment, the lock line (ll) was tested and it did not move. The clip was deployed and the gripper line (gl) removed. After removal of the cds from the patient, the physician noted the ll was able to be removed. Two additional clips were implanted, reducing mr to 1. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.